Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. The battery cap threads were also found to be stripped. The display screen was also found to be faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a cracked battery compartment. The battery cap threads were also found to be stripped. The battery cap was unable to secure to the pump. A new test battery cap was used for testing purposes. The pump was able to power on to the verify screen. The display screen was also found to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.